Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Patient's husband stated left foot started to hurt after physical therapy. Took x-rays before and after physical therapy and noticed 2 broken screws and the 3rd was backing out of the plate. Patient's left foot was revised on (B)(6) 2017.

Manufacturer narrative:
This device is concomitant and did not contribute to the reported failure. If any additional information is provided indicating otherwise the record will be reopened and the investigation will be reworked.

Event description:
Patient's husband stated left foot started to hurt after physical therapy. Took x-rays before and after physical therapy and noticed 2 broken screws and the 3rd was backing out of the plate. Patient's left foot was revised on (B)(6) 2017.